Manufacturer narrative:
During manufacturing, this device and delivery system lot underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Sjm requested further / additional information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because (the device was not returned for analysis and) medical records and images were not provided. The cause of the embolization remains unknown.

Event description:
According to the information received a 14mm amplatzer septal occluder (aso) was placed successfully, but shortly after placement there were two additional defects observed. A second 4mm amplatzer septal occluder (aso) was then attempted to be placed to cover the two additional defects, but the 14mm aso popped out into the left atrium (la) and then moved into the left ventricle (lv). Percutaneous retrieval attempts were made to remove the 14mm aso from the lv, but were unsuccessful. The 4mm aso had not been deployed and was removed. The patient was then taken to the operating room for surgery to remove the 14mm aso from the lv. The defects were closed using a patch.